Event description:
Caller stated that the patient had an implanted stimulator for bladder control and the remote for the implant stopped working. The caller indicated that the information that they had for the device was a serial number (B)(6) and the manufacture was (B)(6), the device was called a stimguard stim system. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".